Manufacturer narrative:
Additional information is provided in sections d.10, g.1, g.2, h.3, h.6 and h.10. Manufacturing received one opened knife sample in a blade protector tray within a bubble bag for the report of the knife blade being dull. The returned knife was not seated correctly within the blade protector tray. The returned sample was visually inspected and was found to be nonconforming with a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the sample. As no lot number was identified with this complaint, the lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number information has been received for this report. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife blade was noted to be dull during a combination cataract and vitrectomy surgery. The procedure was completed by using the unsatisfactory knife. There was no harm to the patient. Additional information is not anticipated for this report.